Manufacturer narrative:
The tech replaced two brake casters to repair the stretcher.

Event description:
Info received indicated the stretcher was brought to the repair shop because the staff stated the bed does not stay in steer. The tech found the brake caster would swivel when the brake was engaged.